Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded toric intraocular lens (iol) at 5 degree in the right eye (od) and a preloaded toric iol at 27 degree in the left eye (os), the patient had a without correction (sc) visual acuity (va) of 1.0 in the od and 0.6pp in the os. There were no complaints about the od. The os had diplopia and refraction of +0.25/-1.25/60 1.0. The lens position was at 27 degree. The target was emmetropia and the surgeon wanted to know whether it would be advisable to rotate the lens to 60 degree, or if an alternative could be suggested. Through follow up, we learned that the surgeon performed a lens rotation on the patient's os. The patient's current va is 0.8 and they are satisfied. No further details were provided.